Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to corrosion and mold along the bottom of the inside of the unit including the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and a broken force sensor was detected during seating or regular delivery. Customer stated that the insulin pump did not function properly and the issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.